Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. A watchman ® laa closure device was successfully implanted during a left atrial appendage closure procedure. Transesophageal echocardiogram (tee) performed at the one year follow up appointment revealed thrombus on the face of the watchman. No further patient complications were reported.

Manufacturer narrative:
Date of birth, patient sex, weight, weight (unit), event date, describe event or problem , other relevant history, if implanted, give date upn corrected from unknown to (B)(4). Catalog/model # corrected from unknown to wu3006. (B)(4).

Event description:
It was further reported that the implant procedure was performed in (B)(6) 2016. Baseline tee showed no evidence of laa thrombus. The watchman ® laa closure device was a 30 mm. The initial deployment was excellent; passed tug test, no peri-device leak on tee, compression 15-20% and stable position. The device was released. The patient was to resume oral coumadin and aspirin daily. In (B)(6) 2016 the patient had a 6 week follow up appointment. The watchman was well seated with no peri-device leak and no thrombus. Approximately two weeks later the patient returned for an international normalized ratio (inr) check. He was within range at 2.6, but the nurse reported he was self dosing his warfarin. He was instructed to take 3 mg the previous evening and he took 4 mg, he stated that he "knows what he is doing". Eleven (11) days after this a tee revealed the watchman device was compressed and the ostium of the laa was occluded. There was a mobile echodensity, likely thrombus, adherent to the atrial side of the device which measured 1.09 x .85 cm.